Event description:
Account reports incident in which pt received overinfusion of medication and required "increased monitoring." Reporter unable to recall medication pt was receiving, but indicated there was "no toxicity and the pt did not require reversal."